Manufacturer narrative:
Investigation: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through CAPA #891355 and potential causes have been identified. As a result, corrective actions have been established and are in the process of being implemented.

Event description:
It was reported that bd vacutainer® ultratouch¿ push button blood collection set needle didn't fully retract. This was discovered during use. The following information was provided by the initial reporter: material no. 367364, batch no. 8323638. It was reported that the needle didn't retract fully. Needle didn't retract fully. Made staff safety at risk.

Manufacturer narrative:
Additional medical device type: fpa. Additional common device name: intravascular administration set. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® ultratouch¿ push button blood collection set needle didn't fully retract. This was discovered during use. The following information was provided by the initial reporter: material no. 367364, batch no. 8323638. It was reported that the needle didn't retract fully. Needle didn't retract fully. Made staff safety at risk.